Event description:
Synsiro drug-eluting stent systems were chosen for treatment of a calcified lesion (100 percent stenosis degree) in a mildly tortuous proximal rca. After successful implantation of 3 synsiros the complaint synsiro could not cross the previous implanted stents and was withdrawn. After removal it was detected that the stent was deformed.

Manufacturer narrative:
Only the stent was returned for investigation and subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed on both ends and kinked in the middle. The delivery system was not returned for analysis. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advises to stent the most distal lesion first when treating multiple lesions.